Manufacturer narrative:
(B)(4) multiple MDR's were reported for this event. Please also see associated events: 0001825034-2018-01630, 0001825034-2018-01631, 0001825034-2018-01633. Concomitant medical products: 192113 echo por fmrl lat nc 13 x 145 mm lot 893290, the 163668 32 mm mod head cocr -3 mm neck lot 00j3626290, the 010000733 g7 neutral arcomxl lnr 32 mm f lot 3640217. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no furth ER action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported the patient had moderate pain and discomfort and had problems walking about. The patient reported extreme pain and discomfort during the 1 year follow up visit. Attempts have been made and no further information has been provided.